Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic. Additional observations: ¿ the device observed inside of the peel pouch, don¿t labeled for side explanted. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture diagnosed intraoperatively. Device has been explanted and replaced with a non-allergan device. This relates to the left device.

Event description:
Healthcare professional reported rupture diagnosed intraoperatively. Device has been explanted and replaced with a non-allergan device. This relates to the left device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.